Manufacturer narrative:
Sections with additional information as of 28-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 17-aug-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 240 and 152 mg/dl. The customer¿s expected fasting blood glucose test result is 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 333 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2021 and test strips were opened a few days ago. Customer was also testing with another vial of test strips and reported complaint for high results using that vial as well - reference case-(B)(4). The meter memory was reviewed for previous test result history: (B)(6).